Event description:
Patients receiving 5-fu via cadd legacy pump with equashield closed system transfer device female ll connector (fc-1) experienced leakage due to the connector leading to chemotherapy exposure and use of provided spill kits. All patients experienced challenge from the implementation of the product leading to report with the company. The company's recommendation was to use female ll connector swivel (fc-1s). FDA safety report ID# (B)(4).